Manufacturer narrative:
Per the clinic, the patient experienced recurrent skin overgrowth issues at the abutment site and the site was revised (date not reported). Subsequently on (B)(6) 2015, the abutment was removed and a magnet was placed. This report is filed april 15, 2016. The implanted device remains.

Manufacturer narrative:
This report is filed (B)(6) 2016. The implanted device remains.

Event description:
Per the clinic, the patient underwent revision surgery (date and reason not reported), the abutment was removed and a magnet was placed.